Event description:
It was reported that a dependent patient presented in the emergency room after receiving a vibratory patient notification alert. Upon interrogation, it was noted that the pulse generator had reached both elective replacement indicator and end of life simultaneously on (B)(6) 2017. Premature battery depletion was noted. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Correction - device evaluated by manufacturer was incorrectly reported as "yes" rather than "no" "device evaluation anticipated, but not yet begun". Correction - remedial action type of "recall" was incorrectly reported. The device is not a part of the fsca advisory and thus correction/removal reporting number should be "blank". Full analysis is still pending. Correction: the previously reported correction/removal reporting number was incorrectly reported. The device is not a part of the fsca advisory and thus correction/removal reporting number should be "blank". Full analysis is still pending. Correction - additional narratives/data was previously incorrectly reported. Full analysis is still pending and thus the manufacturer's narrative should not have been indicated.